Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "start/stop button not functioning." No patient involved.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: the front panel board was identified as the defective component. A replacement front panel board from stock was used, which resolved the issue. Corrected: h6 section imdrf codes were updated/corrected.